Event description:
Event description guidant received information that the patient with this pacemaker presented to the emergency room with symptoms of heart failure and a high rate of pacing. It was determined that the patient's high rate was due to the tracking of atrial fibrillation and the failure to mode switch because of atrial undersensing. The physician questioned if the early onset of pulmonary edema was associated with the accelerated pacing rate due to the minute ventilation sensor. A literature search was performed on this topic and it was determined that this had not been observed before. The physician stated that he would like the minute ventilation sensor to have to confirm activity with the accelerometer to avoid potential for high rate pacing with hyperventilation.